Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the apical branch of the lad artery, the maverick2 monorail balloon ruptured at 6 atm's on the initial inflation. The patient was asymptomatic during this event. A tgv floppy guidewire and a 6f goodman camino jl4 guide catheter were used, but no information is availalbe about the introducer sheath and inflation device. The maverick2 monorail balloon was removed without difficulty. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.